Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. X-rays and surgical report were received and will be reviewed as part of ongoing investigation. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient is monitored due to fluid collection approximately six years post-implantation. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Investigation results were made available. DHR review: lot#: 2517938 ref: (B)(4). - yield:25 - delivered:25 the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Lot#: 2556842 ref: (B)(4). - yield:36 - delivered:36 the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: pain, osseous structural lesions. Event description: patient participated to the continuum mom study, since 2 years hip pain in the same site as the operative hip is (left), recognized event at the 5-years follow up visit of the study, so far no treatment. Review of received data: - some x-rays and MRI documentation was received. The review of the x-rays and MRI was made by dr. Kessler, see attachment in diligence log. - 2 years fu pelvis overview: varus position of the cementless prosthesis stem left, prosthetic tip index 0.56. No conspicuous peri-implant bony structural changes in the stem area. Cup inclination angle about 41°. The hip joint shown overlaid by soft tissue shadow, therefore limited assessability. Suspended about 0.5cm large, approximately circular lightening on the cup roof. Possible radiolucent line in the central portion of the socket at the interface to the acetabular bone. - 3 years fu pelvis overview: no significant changes in findings regarding cup and stem position in comparison to the previous version - 2 years fu. The hip joint shown overlaid by soft tissue shadow, therefore limited assessability. The suspicious lightening at the cup roof possibly smaller, no conspicuous radiolucent line peri implantar in the socket and stem area. Slight increase in varus stem position with prosthetic tip index 0.54. - 5 year fu pelvis overview: cup inclination angle approx. 41 °, no further striking change in the position of the stem at prosthetic tip index 5.45. The hip joint shown overlaid by soft tissue shadow, therefore limited assessability. Peri-acetabular in the acetabulum area possible multiple cystic structural changes. No conspicuous bony structure changes peri-implant in the stem area. - (B)(6) 2014 pelvis overview: isolated cystic change in the cup roof area. - (B)(6) 2015 pelvis overview: no significant increase in the isolated cystic change in the acetabulum area compared to the previous x-ray. - (B)(6) 2017 pelvis overview: multiple cystic changes in the cup roof area. In the 2nd projection small absorption zone ventrodorsal at calcar. - MRI-images. No abnormality in the cup area visible on the mr image documentation. Devices analysis: no products were returned to zimmer biomet for in-depth analysis as the devices remain implanted. Review of product documentation the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using rmw (liner): - metal debris, breakage of insert, stem neck fracture, dislocation or luxation, osteolysis / metallosis due to inappropriate design concerning range of motion leading to impingement of components. Not possible a systematic issue with design and/or material properties would have been detected as part of the issue evaluation. Postoperative tissue reaction due to insufficient manufacturing process. Not possible a systematic issue with design and/or material properties would have been detected as part of the issue evaluation. Failure of surgery due to missing/incomplete or not legible information available, misleading information of surgical technique or instruction of use. Possible, it can be the case that the surgeon did not understand the instructions given in the surgical technique or IFU. Failure of surgery due to insufficient warning of side effect / contra-indications. Possible, the contra-indications are unknown. Root cause determination using rmw (head): - postoperative tissue reaction, metalosis, dislocation, aseptic loosening of stem due to pe or metal particle release from articulation or taper connection. Possible, as the pairing is a mom,metal particle release from articulation cannot be excluded. - metalosis due to design specification not met. => not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation. Failure of surgery due to missing/incomplete or not legible information available; misleading information of surgical technique or instruction of use. Possible, it can be the case that the surgeon did not understand the instructions given in the surgical technique or IFU. Failure of surgery due to insufficient warning of side effect/ contra-indications. Possible, the contra-indications are unknown. Conclusion summary: implantation of a cementless metal on-metal total hip replacement in a 67-year-old overweight man with unknown activity level on (B)(6) 2012. In the present x-ray documentation for the first two years after implantation identifiable isolated bony structural change in the acetabulum area with inconspicuous cup position without loosening signs and slight varicose stem position. 5 years after implantation, radiologically clearly recognizable increase of the bony structure changes in the acetabulum area with multiple cystic lesions without evidence of loosening of the acetabular implant. No apparent change in stem position. The present MRI image documentation does not provide any reliable additional information for radiologically identifiable cystic lesions in the left acetabulum area. A corresponding radiological report is not available. Based on the available documents no reliable indications for the cause of increasing osseous structural lesions in the cup roof area. The following reports are associated with this event: 0009613350 - 2018 - 00357. Note: this is a split case with zimmer inc., warsaw reference number (B)(4). Zimmer biomet¿s reference number of this file is (B)(4). .